Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 6000 e601 module. Estimated examples were provided as follows: ft3 results initially resulted at 10 pg/ml for all patients. Upon repeating the test with the same reagent, the results dropped significantly (for example, one sample went from 10 pg/ml to 2.8 pg/ml). The ft4 initial result was 28 ng/l, and the repeat result was 11 ng/l. The initial result was 0.8 uu/ml, and the repeat result was 13 uu/ml.

Manufacturer narrative:
The field service engineer found an issue with the measuring cells and replaced them. He checked the analyzer and performed calibration and qc. The investigation determiend that the service actions resolved the issue.